Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the insertion tube. There was no patient involvement. 30december2025 pamela belote ess, completed the following a pre-contract inspection on 2 scopes, scopes were inspected for non-olympus parts and damages. Scope gif-hq190 2510490 failed inspection for dents and residue on the insertion tube pre-contract inspection was uploaded into sales force.